Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that on (B)(6) 2017, prior to treatment, patient movement caused loss of suction three times. Surgeon was able to get suction but then suction broke in the middle of the raster pattern. The doctor then tried one more time, and was able to restart the procedure and complete the flap. It was noted that the suction loss was after laser firing, on a male patient¿s right eye (od) and per patient, his eye moves when his head is turned to the side and he looks out of the corner of his eye. The surgeon switched out the cone, flap was successfully completed and excimer treatment was done. The right eye vision sans correction (vsc): 20/20 m refraction -0.00+.50x180 (20). It was reported that there was no patient injury and that the patient is doing well. Post op best corrected vision is 20/20.